Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 375cc saline prosthesis, catalog #3502375, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis. The patient began to feel pain and hardening in the right breast post procedure and capsular contracture (baker¿s grade unknown) was diagnosed by physician. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/18/2019. Device evaluation summary: it was reported that a 24-year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis. The patient began to feel pain and hardening in the right breast post procedure and capsular contracture (baker¿s grade unknown) was diagnosed by physician. Upon receipt by mentor the device contained no fluid. A rent measuring approximately 19 cm was observed on the posterior aspect. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).